Event description:
It is alleged that a (B)(6) female patient received one coolsculpting treatment cycle on the left bra fat site on (B)(6) 2011 with the coolcore (6.3) applicator. The bra fat area was reportedly enlarged after treatment. The physician reported that the treated area is firmer than surrounding tissue and the contralateral side. On (B)(6) 2012, the treating physician attempted a microcannular liposuction and found the fat to be more fibrous than the untreated side. Ultrasound performed on (B)(6) 2012 showed normal fat tissue. On (B)(6) 2012, the physician performed on intralesional injection with 4cc of 2.5% kenalog but the condition did not improve. On (B)(6) 2012, zeltiq was informed that the physician recommended surgical excision of the enlargement making this a reportable event. Zeltiq was informed of this case on (B)(6) 2012 in a phone call with the treating physician and subsequently received a clinical event form with detailed information on (B)(6) 2012.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. Per the physician's office the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs and confirmed that no system malfunction occurred during treatment.